Event description:
Caller reported damage to the usb port, which caused difficulty in keeping the pump connected while charging, as the usb port was loose and jiggled when a charging cord was inserted. There was no adverse impact to the customer's blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.